Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 21-may-2021. No device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the blood heavy metal increased.

Event description:
Revision notes stated that the short external rotators and posterior capsule were noted to be detached from the greater trochanter with some fluid around acetabular component. Asr cup was removed with minimal bone loss. Patient experienced pain. As stated also in the revision op report "the fibrous tissue around the acetabulum was removed". Doi: (B)(6) 2008 - dor: (B)(6) 2018 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address elevated metal ion levels.